Manufacturer narrative:
Per the user guide: calibrate your cgm (continuous glucose monitor) at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer went to the emergency room and was admitted to the hospital. Type of treatment administered was not provided. Elevated bg was resolved. Customer was discharged the same day with no permanent injury. The day prior to the hospitalization, the customer did not perform calibration and was reported to be cause of elevated bg. There were no issues with the cartridge, infusion tubing or cannula.